Event description:
Consumer alleges there was a burn hole in the heating pad where it plugs directly into the heating pad. No injuries were reported with this incident.

Manufacturer narrative:
The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.